Event description:
It was reported that there was increased thresholds, high impedance and a lead fracture was suspected. The device has been programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).